Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer lost her glucose meter. Blood glucose level the day before the call was 575 mg/dl. The caller was advised that the meter would be replaced and did not return any products for analysis.